Event description:
Boston scientific received information that this device was involved in dft testing evaluate a right ventricular lead which had displayed a history of low shock impedance measurements less than 20 ohms. During the induction testing when a 21 joule shock was delivered, a fault code was generated due to a shorted lead condition. The device was explanted due to the issue, and the patient was sent to a separate facility to remove the lead from service and implant a new system. No information could be obtained about this procedure or the new system that was implanted.

Event description:
Additional information was received that the full explant of the leads took place shortly after the device explant. At this time, no new system has yet been implanted.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device remains explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. Visual analysis noted no arc marks on the device case. A shorted lead fault was confirmed on device memory after the 21 joule shock at the time of the original event. An x-ray confirmed that the plasma fuse is open. Laboratory analysis stated this is consistent with damage incurred when the device output is shorted during high voltage shock delivery. Laboratory analysis confirmed the field allegations with no further testing performed.